Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately eleven months after implant, this patient developed increased pump flow and signs of hemolysis. Heparin and later argatroban were commenced and pump parameters returned to baseline the following day. Dipyridamole was also added. The patient was showing signs of improvement one week later. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient was admitted to site for increased pump flow and signs of hemolysis with hemolytic urine, and elevated levels of ldh. Patient was treated with heparin, argatroban and dipyridamole. It was last reported that "patient looks well" and is being treated with a round of ivig therapy for desensitization. The pump, (B)(4), was not returned to the manufacturer for evaluation as it remains implanted, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported 'high power' event was confirmed via controller log files which indicated power consumption outside the normal operating range. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device; however there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.